Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 68.5 mm in diameter abdominal aortic aneurysm. It was reported that, three years and six months post index procedure a CT revealed aneurysm expansion. The physician suspected a type iii endoleak. Another manufacturer's stent graft and limb were implanted inside of the endurant stent graft. Initially, the type iii endoleak was suspected to be device related, but during the intervention procedure, the endoleaks were determined to be type ia originating from the proximal site and type ib from the distal site (unknown whether right or left), not the type iii from the fabric. The endoleaks were resolved after intervention. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation results are: the exact cause of the reported proximal type I and distal type I endoleak leading to aneurysm expansion could not be conclusively determined from the two pre-implant 3d recon reports provided. The anatomy information after implant, films during implant procedure, films that showed the aneurysm expansion and endoleaks, and films during the secondary intervention were not provided. From the pre -implant 3d recon reports, the iliac arteries were moderately tortuous. It is possible that implanting the limbs within the tortuous iliac arteries may have contributed to the distal type I endoleak. There was no obvious characteristics observed from the pre-implant 3d recon reports that could explain the proximal type I endoleak that occurred four years after the implant procedure. The pre-implant 3d recon reports showed that the proximal aortic neck was essentially straight and non-calcified. The post-implant anatomy information were not available. It was unclear if morphology changes or disease progression have contributed to the events.